Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient age not provided/unknown. Patient weight not provided/unknown. Reporter's last name and email not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant was removed from site 30 due to fracture. Bone loss was also indicated.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified a fractured platform and there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. The reported device had been placed on tooth #30 for approximately 15 years. X-ray or picture image was not provided. As a result, bone loss could not be verified or confirmed. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. It was reported that the implant was removed from site 30 due to fracture. Bone loss was also indicated. The reported fracture was confirmed. However, bone loss could not be verified as no x-ray or pictorial evidence was provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.